Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported a case where there was a vertical gas breakthrough sub epithelial post flap creation. The doctor decided to abort excimer procedure. It turns out the patient had previous trauma to the right eye (od), however, it was never mentioned prior to surgery. The doctor did not treat the other eye (left) and plans to bring the patient back in the future for a retreat of the right eye once it has stabilized and to perform lasik in left eye. The patient returned the following day and is doing well. No best corrected visual acuity available.